Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 288 mg/dl. The customer stated that the day prior to the event he began receiving no delivery alarms on the insulin pump. The customer stated that he was able to prime the insulin pump without the alarm recurring. The customer was unable to perform troubleshooting because the insulin pump was without battery power. The customer also stated that he had been wearing the same infusion set for two weeks leading up to the event. The customer was advised to only wear the infusion sets for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion an be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.